Manufacturer narrative:
(B)(4). Corrections to reflect gudid: section h5: labeled for single use is set to 'no'. Method: the complaint device, 043043595 neopuff fascia & valve assembly was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected, performance and material tested. Results: - during visual inspection, it was found that the outlet port was completely broken and stuck in the t-piece tubing connector. - returned device's manometer has passed the performance testing as per the neopuff technical manual. Valve system performance test could not be performed due to the broken outlet port. - the scanning electron microscopy (sem) analysis of the broken outlet port was performed and determined that the device was subjected to an external mechanical force that caused areas of stress concentrations and subsequent part failure. Conclusion: the outlet port broken was due to mechanical stress. However, we could not determine the most likely cause of the reported failure. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Event description:
A healthcare facility in ireland reported via a fisher & paykel healthcare (f&p) field representative that an rd900 neopuff resuscitator failed on delivering sufficient gas to a neonatal patient post an emergency c-section. The healthcare facility further reported that all the connections of the subject neopuff appeared to be operational but a ''leak'' sound could be heard from the outlet port where the patient tubing was connected to. When the healthcare staff tried to check for the tightness, the outlet port broke off with a minimal effort. Further information was later received from the healthcare facility that the patient sustained an injury. The healthcare faciity further reported that the patient's injury was not caused by the complaint device.

Manufacturer narrative:
(B)(4). Fisher and paykel healthcare has received the subject device and is in the process of finalizing the investigation. Also, we have requested further information from the customer regarding the incident . We will provide a follow up report upon on completion of our investigation.

Event description:
A healthcare facility in ireland reported via a fisher & paykel healthcare (f&p) field representative that an rd900 neopuff resuscitator failed on delivering sufficient gas to a neonatal patient post an emergency c-section. The healthcare facility further reported that all the connections of the subject neopuff appeared to be operational but a ''leak'' sound could be heard from the outlet port where the patient tubing was connected to. When the healthcare staff tried to check for the tightness, the outlet port broke off with a minimal effort. Further information was later received from the healthcare facility that the patient sustained an injury. Fisher and paykel is in the process of gathering further information regarding the incident.